Event description:
Patient was admitted for left extracorporeal shock wave lithotripsy and intraoperative fluoroscopy and sonography. A total of 2500 shock waves were delivered at a power of five to the renal calculus. Pt tolerated the procedure well and was transferred to the recovery room. While in recovery the pt started to feel nauseated and faint. Her bp and hgb began to drop. The patient was then transferred to the main hospital. A CT showed a grade 2-3 splenic injury and a small laceration to the posterior aspect of the kidney. Pt was admitted to the ICU awake and responsive. Pt is currently receiving blood transfusions. Pt had a 7-8 mm calculus. Pt was coupled to the lithotriptor machine and the stone was localized in the anterior, posterior as well as in the craniocaudal orientations. Shock waves were begun delivered at low energy and no ectopy was seen on kub. Serial fluoroscopy and sonography confirmed continued localization of the stone.